Manufacturer narrative:
Evice evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt/check belt messages) has been confirmed. As received, the electrode belt failed incoming functional testing. The cause of the failure and reported alarms was isolated to contamination on the j702 connector on the distribution node pca. The root cause of the contamination was ingress of an unknown contaminant. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4). The patient using the belt had reported constant adjust belt and check belt messages.